Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. During visual inspection, there was no significant scratches or dents. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported monopolar energy was not working. Prior to contacting tse, customer swapped out the instrument, sterile adapter (sa) and energy cable, but issue persisted. Tse reviewed multiple error #25913 (m-11, m-18) followed by error #25920 system logs. Tse recommended customer replaced the monopolar energy cable and walked the caller through performing a hard power cycle on the erbe generator. The generator came up with no errors but would not fire monopolar. The tse recommended moving the energy activation cable to the top monopolar port with no change. The customer was proceeding with the record. Customer contacted tse back to discuss about the energy activation cable. Tse confirmed with customer the energy activation cable was for si system. Tse advised caller that it would not work with xi system. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.